Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found no issues. A functional evaluation revealed a jammed motor. The complaint was confirmed and the root cause has been associated with a mechanical component failure. A review of manufacturing records found the device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or one or more of the motor phases shorting out. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during set up and inspection, the mdu handpiece got hot and could not operate, apparently due to a sensor error. No case reported; therefore, there was no patient involvement.